Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
During tha surgery, it was confirmed by radiography that two screws penetrated the inner wall of the acetabulum. However, the doctor did not mention anything and the operation continued. After the operation, the patient complained of pain in the affected area. The screw that had penetrated may have damaged the nerve, and a revision was performed immediately. The liner and screw were removed. One screw was fixed again at a different position. After the operation, the patient's pain disappeared. Left side.